Manufacturer narrative:
(B)(4). S/w unknown. Retainer = black. Customer returned pump for an alleged crack battery compartment on 17-sep-2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcb1, pcb2, battery connector, internal battery connector, force sensor.¿ successfully utilized crest and thus to download history files, traces and comlink3 files. No critical pump error (open book image) alarm in history files. However, comlink3 files bootloader traces indicate that a critical error triggered the critical pump error (open book image) alarm. Force sensor zero offset within specification 23.6 mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case (battery tube). Critical pump error (open book image) alarm confirmed due to moisture damage electronic assembly. Pump cracked case (battery tube) confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicate that insulin pump had crack at back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be will be returned for analysis.